Manufacturer narrative:
(B)(4): eval: results: (root cause of the event cannot be determined), (x-ray, fluoroscopy, ivus, CT, MRI etc.,). Eval, conclusion: (root cause of the event cannot be determined). Eval summary: the device was bent and wavy most likely as a result of handling. A clear liquid was present inside the inflation lumen and balloon. Negative purge was performed and no leak was detected. The balloon was inflated to normal pressure (10 atms) and rated burst pressure (18 atms) and successfully maintained pressure. There was no leak detected at the guide wire entry port or the distal tip.

Event description:
While the physician was attempting to post dilatate a newly deployed stent to the distal right coronary artery, using a 2.0mm diameter x 12mm length nc sprinter rapid exchange (rx) balloon dilatation catheter, the balloon burst at 16 atms. Info received from the account confirmed that there were no abnormalities noted during preparation and inspection of the nc sprinter rx device prior to use. The pt is reported to be fine and no other clinical sequelae were reported.